Event description:
It was reported that the patient presented to the hospital with chest pain and shortness of breath. The EKG indicated "inappropriate pacer spikes with complete failure to capture and failure to sense." The lead appeared to be dislodged, and it was determined there was lead migration with perforation. The lead was repositioned. Post-operatively, he experienced some respiratory failure, which resolved with treatment. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.